Event description:
An rh discrepancy was reported in a pre-natal pt. The pt previously typed as o positive but typed as o negative on galileo.

Manufacturer narrative:
The pt originally typed as d positive, which excluded the pt as a candidate for rhig. The pt received no blood products and did not receive a dose of rhig before collection of the last antibody screen sample. The baby was d positive, so it appears likely that anti-d was developed by the pt in response to exposure to the d positive fetal cells. The galileo operator manual provides guidance and warnings regarding the comparison of abo-rh results to pt and donor history prior to release of blood products for transfusion. If a pt is false positive for rh but actually rh negative, it is possible the pt will develop an anti-d if rh positive blood products are transfused. This is not likely to result in an adverse clinical event.